Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 492 mg/dl. Troubleshooting was performed and found that the customer has been experiencing bleeding at her infusion sites. The prime and high pressure tests passed. The customer was sent some alternate infusion sets to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.